Event description:
The physician intended to use a resolute integrity 3.00 x 22 mm rx drug eluting stent to treat a 20 mm lesion in the cx vessel. It is reported the vessel had severe calcification and 70% stenosis. The pre-dilation balloon size 2.00 x 15 mm was inflated twice at 12 atms. During positioning it is reported the stent failed to cross. Upon removal of the stent the physician noticed the stent struts protruding in the mid section of the stent. The physician then dilated the vessel, first with a 2.0 x 10 mm balloon and then followed by a 2.50 x 20 mm balloon. A non-medtronic stent was then deployed successfully. It was then attempted to use another resolute integrity size 3.50 x 26 mm in the cx vessel. Resistance was encountered during advancement of this stent through the main stem. This stent is reported to have dislodged from the delivery system in the main stem and had to be snared out by the physician. Upon inspection following removal, it was seen that the stent had come off the delivery system. The physician screened the patient and stent could be seen in the main stem. The patient is stable with no clinical sequelae reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 11th and 12th distal segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (lesion morphology - 70% stenosis, severe calcification). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology - 70% stenosis, severe calcification). (B)(4).